Manufacturer narrative:
510k: 1 unknown tfna nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The purpose of this complaint is to capture additional information related to the broken nail detected during revision surgery. This complaint is linked to parent complaint, (B)(4). It was reported that a revision surgery took place on (B)(6) 2017 for the nonunion of a trochanteric fixation nail advanced implant. The original implant date is unknown. The reporter states that all devices were removed intact, except for the nail. When the surgeon attached the extraction bolt on the head of the nail, the proximal end of the nail broke off from the distal end of the nail. The sales consultant believes the nail was broken before the revision based on the x-rays but the surgeon and tech didn¿t realize until they explanted. The patient was revised to a total hip. Surgery was completed successfully, no patient harm reported. When the surgeon removed the nail, it broke. The sales consultant observed the nail was cracked, but the surgeon disagreed with his assessment. The sales consultant also reported the patient complained of pain prior to revision. Concomitant devices:unknown lag screw, (part #: unknown, lot #: unknown, quantity: unknown), unknown extraction bolt, (part #: unknown, lot #: unknown, quantity: 1), unknown distal locking screw, (part #: unknown, lot #: unknown, quantity: unknown).this report is for 1 unknown tfna nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned and no lot number was provided. The root cause was indeterminable with the available information. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.